Event description:
Order given to instill medication via the rectum. Staff chose to use this device to instill the medication. The first dose was administered through the port labeled "irrig" with no issue. Staff then administered second dose through green port labeled "inf 45 ml". This is the balloon inflation port. Staff misinterpreted "inf" to mean infusion. Patient was brought to the operating room for free air in the abdomen and was found to have a rectal tear caused by the overinflated balloon which contained approx 530 ml of fluid.